Event description:
The facility nurse reported to baxter that a clearlink duo-vent tubing set could not flow at the upper y-site. This was the first time trying to access the y-site. She stated, the slide clamp would have been opened after connection, but could not be sure since she did not observe the incident. The container being used was a bag and she stated that the vent was probably closed. This occurred during patient connection during surgery. There was no report of patient injury or medical intervention in association with this event. The drug being infused was cefazolin. There were no visible irregularities. There is no additional information.

Manufacturer narrative:
(B)(4). The sample was not available, therefore the root cause cannot be determined. No conclusion can be drawn since there cannot be an investigation performed. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.